Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had cuff inflation/deflation issue on the pilot balloon. Recannulation was required.

Event description:
According to the reporter, during a normal use, the unit had deflated cuff. Recannulation was required.

Manufacturer narrative:
Evaluation summary: one product was received for analysis and the reported issue could not be confirmed. The device met product specifications. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.